Event description:
It was reported to medtronic minimed that the customer called in about the battery failing again and despite inserting the 2 new batteries it failed. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the general documentation and the customer called for the general product question. Troubleshooting was performed for the labeling and the serialized device was replaced. Troubleshooting was performed for the battery failed alarm and later on, it was declined. The customer reported a labeling issue. Product labels are reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with blank display. Unable to perform the sleep current test, active current test and self test due to blank display. Unit was successfully downloaded using thump for history files and traces. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact and moisture damage to the pcba 1, pcba 2,and force sensor. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, missing display window/cover, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage (end cap address label stained, fading and peeling), and serial number label missing. Blank display was confirmed during analysis due to misaligned battery tube. Unable to confirm failed battery test alarm due to the blank display. Cosmetic damage was confirmed on the serial number label. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.